Event description:
It was reported that, noise resulting in oversensing was observed on the right ventricular (rv) lead. Rv lead damage was suspected but this was not confirmed. Provocative testing was performed; the noise was not reproducible. No additional intervention has been performed. The patient is stable.

Event description:
Additionally, provocative maneuvers were performed; the noise was reproduced. X- ray imaging was performed; no anomalies were noted.

Event description:
Additional information was received that inadequate insertion was suspected on the rv lead to the header of the device.